Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited noise and caused oversensing which was noted on non-sustained right ventricular oversensing. It was noted that the lead had chronic low pacing lead impedance measurements. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.